Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo blood/solution set would not flow. The event was further reported as an unspecified drug solution was being manually infused through the distal port, via a syringe. Resistance was noted during pushing plunger of the syringe. However, during gravity infusion fluid was flowing with no resistance. The resistance was noted when used in conjunction with the clearlink needle free connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual sample was received for evaluation. A visual inspection performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling a syringe with water and attaching to the clearlink connector; no issues were noted with the flow of the water. All the clamps were opened and the liquid flowed freely. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.